Event description:
During a procedure, doctor was using the arthrex blue curette and the tip of the device broke. It was retrieved from the patient's ankle without any injury.======================manufacturer response for ring curette, arthrex blue ring curette (per site reporter).======================the manufacturer field representative was given the device. However, we have not heard of any investigative details at this time.